Event description:
It was reported that they were getting an error message and the system stopped responding so the images were lost. This caused the patient having to have exposure repeated. It was determined that the brick needed to be replaced; once this was done, the unit is working as intended.